Event description:
It was reported that this right atrial (ra) lead pace impedance was less than 200 ohms. Additionally, high threshold excursions and noise oversensing, were also observed. This led to the removal of the lead. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.